Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having no deliveries with their insulin pump causing their blood glucose to rise over 400 mg/dl. They had experienced a no delivery alarm with a total of 50 infusion sets with reservoirs. The customer stated they had dealt the issues on their own. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The device will not be returned for analysis.